Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh partial removal on (B)(6) 2009 and completely removed in 2010.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, a stage 3 anterior defect, urinary incontinence, and anterior prolapse. The patient underwent the concurrent procedures of an abdominal sacral colpopexy, cystoscopy, and examination under anesthesia during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, and dyspareunia. It was reported that following insertion the patient experienced exposed portions of the mesh which were excised on (B)(6) 2008. It was reported that the patient underwent mesh revision/removal in (B)(6) 2009. The patient underwent mesh removal in 2010. No additional information was provided. (B)(6). (B)(4).